Manufacturer narrative:
H.6. Investigation: the complaint investigation for false positive results using the biogx sars-cov-2 osr for bd max system (ref 444213) lots k20-306 was performed. The investigation was performed by the review of manufacturing records, review of the customer data and verification of complaints history. The investigation was conducted by bd and biogx. Biogx review of the manufacturing records indicated that k20-306 lot shows acceptable performance characteristics. Customer provided 2 runs and reported a false positive n2 in run #874, lane b8 and a negative result in run #881, lane a1. Analysis of the curves from first sample run #874, lane b8 show an irregular curve with a signal increase at the same CT value in both channels. However, the signal increase in the n2 pcr curve caused an interruption of background correction generating a steady increase of fluorescence resulting in a false positive result. There are various potential contributors that could lead to this type of curve all of which attributed to a sample processing error of unknown origin. One of the potential contributors could be bubbles in the cartridge well coming from various elements (tips, instrument, workflow, etc.). Analysis of the curves for the second sample, run #881, lane a1 show no amplification further supporting the probable negative status of the sample. Based on complaints review for the biogx sars-cov-2 osr for bd max system lot k20-306, there is no indication of an increase in complaints for false positive complaints for this lot. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed.

Event description:
It was reported that while using biogx sars-cov-2 open system reagents for bd max¿ system a false positive result was obtained by the laboratory personnel. The erroneous result was on an employee that is tested weekly. All previous test results were negative. A new swab was collected, the test was repeated, and upon repeat the result was negative. There was no report of patient impact. Eua #: (B)(4)

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using biogx sars-cov-2 open system reagents for bd max¿ system a false positive result was obtained by the laboratory personnel. The erroneous result was on an employee that is tested weekly. All previous test results were negative. A new swab was collected, the test was repeated, and upon repeat the result was negative. There was no report of patient impact. Eua #: (B)(4).